Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade, cardiac arrest and hypotension. During preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician used an exchange non-boston scientific j-tip wire with the faradrive sheath to insert the device. Upon getting ready for the transseptal access, it was noticed an acute drop in the patient's blood pressure. The physician then checked the intracardiac electrogram (ice) and observed a large effusion behind the right atrium and right ventricle that became a cardiac tamponade and eventually a cardiac arrest occurred. The physician removed the sheath and the patient was taken to perform a pericardial tap and then an open chest surgery. The procedure had to be cancelled due to the event. The patient is expected to fully recover. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated h6 impact codes field. Added f2203 and f0801.

Event description:
It was reported that a patient experienced a cardiac tamponade, cardiac arrest and hypotension. During preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician used an exchange non-boston scientific j-tip wire with the faradrive sheath to insert the device. Upon getting ready for the transseptal access, it was noticed an acute drop in the patient's blood pressure. The physician then checked the intracardiac electrogram (ice) and observed a large effusion behind the right atrium and right ventricle that became a cardiac tamponade and eventually a cardiac arrest occurred. The physician removed the sheath and the patient was taken to perform a pericardial tap and then an open chest surgery. The procedure had to be cancelled due to the event. The patient is expected to fully recover. The device is not expected to return as it was disposed.